Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the air bubble detector falsely alarmed. The user observed the error message "error alarm on safety monitor". The user was able to reset the device. As a result, the device was used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.